Event description:
Their scs (spinal cord stimulator) device is no longer working and their new doctor said they may be able to remove it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).